Event description:
A 2.0 mm diameter x 12mm length sprinter rx dilatation balloon catheter was inserted into a pt for pre-dilatation a distal rca lesion. The lesion morphology is unk. It was reported that the physician had experienced difficulty getting to the lesion site. The physician decided to remove the device and pulled it out and noted that the tip had broken off. The tip of the catheter was successfully removed from the pt and discarded. A second sprinter rx was attempted but it also was unable to cross the lesion. Another MFR's balloon successfully pre-dilated the lesion site. No clinical sequelae were reported and there was no serious injury reported to the pt. Medtronic has received the device and its analysis has been completed. The balloon does not appear to have been inflated. The distal tip of the device was not present. The tip appears detached from the tip seal bond. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: distal tip.